Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 23.9 mmol/l. The customer complained that his blood glucose very high and the insulin pump had no alarm. Customer blood glucose was down to normal when use other pump in hospital and very high when use her pump again. Customer high blood glucose was corrected it by change another insulin pump at present blood glucose was normal. The customer do the motor displacement test, it can passed and no special alarms. The device will be returned for analysis.